Event description:
It was reported that the patient received an inappropriate therapy from the implantable cardioverter defibrillator due to a supra ventricular tachycardia (svt). No action was taken and the ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2013 (B)(6). (B)(4).